Event description:
It was reported that the implantable pulse generator (ipg) had flipped in the pocket and was protruding in the skin, causing charging difficulties and pain to the patient. The patient underwent a pocket revision and ipg replacement procedure. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.